Event description:
This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2017- 00483, 1038671-2017- 00484, 1038671-2017- 00485 and 1038671-2017- 00486.

Manufacturer narrative:
It is noted that surgical revisions or intervention are a known complication of total joint prothesis, related to loosening. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of loosening and subsequent revision, cannot be conclusively determined; however, it is most likely related to the patient's underlying condition. This device is used for treatment, not for diagnosis.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted the revision reported was likely the result of aseptic (non-infected) loosening, which damaged the bond of the implant to the bone. Loosening is addressed in the product labeling.

Event description:
Index surgery: (B)(6) 2015. Revision of knee components due to loosening. No infection. This event occurred outside of the us, in france, and was discovered as part of active surveillance.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2015. Revision of knee components due to loosening. No infection. This event occurred outside of the us, in (B)(6), and was discovered as part of active surveillance.